Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for four patient samples. Refer to the attachment to the medwatch for patient data. All results are in mmol/l. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative changed all of the electrodes, replaced the ise solutions, and cleaned the sippers and probes. He changed the ise pinch valve tubings, checked the grounding was okay, adjusted the mixers, checked the washings, replaced and adjusted the sample probe, and adjusted the gear pump pressure. The customer confirmed the issue was resolved after the service actions. As the field service representative performed many preventive and corrective maintenance actions, it was not possible to evaluate the specific root cause. Since all ise parameters were affected similarly, a sample related issue was suspected. The customer was advised to check the preanalytic handing of the samples.